Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a type two endoleak using ruby coils. During the procedure, the physician deployed and detached the initial coils in the target vessel using a lantern delivery microcatheter (lantern) and a 5f non-penumbra catheter. While attempting to deploy the last ruby coil into the target vessel, the lantern was inadvertently pulled back into the 5f catheter. Consequently, when the ruby coil was advanced out of the lantern, it became lodged into the 5f catheter and would not move forward or backward. Therefore, the physician removed the system all together as one unit and the procedure was ended. It was reported that there was no noted damage to the ruby coil and lantern after removal. There was no report of an adverse effect to the patient.